Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mitral regurgitation (mr) grade 4+. A xtw mitraclip lot: 31113r3059 was implanted medial a2p2. After approximately two minutes, the clip detached from the anterior leaflet (single leaflet device attachment (slda)). A second xtw mitraclip (lot;31108a2023 ) was implanted lateral a2p2 successfully. The procedure ended with mr reduced to grade 2+. Physician thought the slda could be due to cleft on the posterior leaflet. There were no patient effects or clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported slda appears to be related to patient conditions as the physician thought it was due to a possible cleft in the posterior leaflet. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.